Event description:
Customer reported patient blood glucose results of 306 mg/dl on inform system 2, 45 mg/dl and 211 mg/dl within 10 minutes on inform system 1. Customer reported no treatment based upon these results. No serious adverse event was reported in relation to this alleged malfunction. A request was made for the return of the system, replacement was sent.